Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicon jaw boot of the vasoview hemopro tissue welder was cracked and breaking apart. The physician assistant confirmed that no pieces fell into the pt. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)